Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, a biopsy sample was taken and the device was being removed through the scope when resistance was felt. The forceps became stuck within the scope at which point the physician removed the scope and forceps in tandem from the patient. The procedure was completed with another type of device. It was reported that the device was inspected and/or tested prior to use with no anomalies noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; clevis arms bent.

Manufacturer narrative:
Concomitant medical product: olympus scope - gif q240. (B)(4) - device stuck in scope. A visual examination of the returned device found the clevis arms bent. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device confirms the reported condition since the bent clevis arms could interfere with device withdrawal from the scope. During evaluation of the complaint device it was determined that the returned unit presented clevis arms bent. The most probable root cause is operational context due to excessive force applied to the device because of anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).